Manufacturer narrative:
H10: a philips authorized third party service provider went to the customer's site and was provided with the trace for further evaluation. However, the provided trace was inconsistent with the information provided by the customer. The received trace stopped at 14:30 / 14:40 and the customer had mentioned that the baby was born at 15:30. Further relevant information regarding the baby's condition and a trace for the time frame in question were requested by philips, but were not provided by the customer. Additionally, it is unknown if the involved fetal monitor and the involved transducers were used until the birth or if they were switched with other devices. Based on the received information and the evaluation results obtained, the exact cause for the reported issue could not be established. Philips requested further information to allow the evaluation of the reported issue. However, neither a trace for the time frame in question nor any additional information was provided by the customer. Several questions were asked by the customer regarding the settings of a fetal monitor in general, which were answered by the philips research & development department (r&d).no further contact was established by the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(6).

Event description:
The customer reported that on (B)(6) 2018 around 15:30 a baby was born in the delivery room with an apgr-0 score. Cardiopulmonary resuscitation (CPR) was performed and a claim was raised that the monitor did not provide coincidence inop (ccv).